Manufacturer narrative:
Initial.

Event description:
It was reported that the user initially could not unlock the ilet, after which a family member unlocked it without issue; the user later reported a cracked screen requiring replacement, consistent with a touchscreen component issue and an unresponsive key/button behavior. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed a software-related problem associated with button or key responsiveness and involvement of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.